Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and a left iliac artery aneurysm. All planned devices were successfully implanted, and the distal end of stent grafts landed on the common iliac arteries on both sides. The final angiography confirmed a type ii endoleak, however, no additional treatment was given at the time. The patient tolerated the procedure. On an unknown date, follow-up CT scan confirmed distal type I endoleaks from both legs. It was also confirmed that the type ii endoleak was persisting. Additionally, an unknown amount of enlargement was observed on both, abdominal aortic aneurysm and the left iliac aneurysm. It was considered that the distal type I endoleaks had contributed to the enlargement of both aneurysms. On (B)(6) 2023, reintervention was performed to treat the distal type I endoleaks from both legs. After embolizing both internal iliac arteries, additional contralateral leg endoprostheses were implanted to extend both side of legs and landed on the external iliac arteries. Both endoleaks were resolved. The type ii endoleak remained untreated. The patient tolerated the procedure. The reporting physician considered that the sealing of the devices against common iliac arteries had been weakened during the postoperative period, and thus resulted in distal type I endoleaks on both legs. He also stated that the long-term performance of the large diameter contralateral leg endoprostheses is not favorable, therefore, the distal type I endoleaks were inevitable.